Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented in clinic for normal follow up. Externalized conductors were noted based on the review of fluoroscopy. The electrical function of the lead was observed and tested and no anomalies were detected. The lead will be monitored.